Event description:
Pt underwent bilateral mastectomies and placement of dow corning implant. Pt diagnosed with multiple sclerosis 18 years ago. Severe capsular contracture necessitated removal. Upon removal, rupture of implants confirmed. Only right implant confirmed as dow corning.